Event description:
In 2007, it was reported to boston scientific corporation that a colonoscopy procedure using a sensation short throw snare was performed on the day before (female patient, age and weight unknown). According to the complainant, the wire loop of the snare "broke" but did not detach. Reportedly, the physician used a second sensation short throw snare to successfully complete the procedure. At the conclusion of this procedure, the patient's condition was reported as 'fine.'

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown. A review of the device history record was performed on this lot; no anomalies were noted. A search of the complaint database revealed one additional complaint was reported for the same lot (same customer for the same failure mode). The august 2007 15-month sensation snare product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.